Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
Additional information received from the healthcare professional (hcp) indicated the patient had bilateral low back pain without sciatica. The patient followed up with the physician on (B)(6) 2015 regarding their dorsal column stimulator. The patient would like to get coverage of the back pain and currently the stimulator only covered the legs. They looked at the trial x-rays and the intraoperative x-rays from the permanent placement and it showed good coverage over the same areas. It was noted that the stimulator may have migrated or moved since that time so they would obtain another x-ray. If the stimulator had migrated they could revise the leads in order to attempt to get better coverage of the back since they had good coverage in the trial. If the leads had not migrated then their only option would be removal or continued attempted programming. The patient's physical examinations were essentially stable. The incisions were well healed, clean, dry and intact. The hcp reviewed the patient's thoracic and lumbar x-rays from (B)(6) 2015 and the leads appeared to be in a good position over t8. The right sided lead had come down approximately 1 or 2 electrodes to mid t8. An unusual pattern of stimulation was noted with programming, both in the thoracic spine area ribs and legs but no stimulation in between. The patient was not satisfied with stimulation and wanted a revision. The patient had back, leg pain and failed back syndrome of lumbar spine. The revision consisted of removal and placement of a new right and left thoracic epidural dorsal column stimulator array, and removal and replacement of the same generator in the right flank. A cerebrospinal fluid leak was noted, however it was later noted that no complications occurred. It was noted that it was inaccurate that the leads were in the wrong position. The lead position was assessed by counting from the spinal instrumentation and s1 below and counting down from t1 above. Given that the patient had better coverage in the trial, they discussed a revision with the patient awake so they could let them know if they were getting good coverage. They attempted to move the leads with a guidewire, but it was not possible without the support of the tuohy needles. They could not get coverage with the minimal movement of the guidewire alone, the leads were removed and were replaced with new leads. They placed the tuohy needles bilaterally at multiple levels and attempted multiple passes to multiple portions of the thoracic epidural space from t7 through t12 without significant success. At one point they had the lead as high as the top of t7 pointing directly at the left pedicle on the left side and still with this they were only getting right leg coverage. They did get to a point where the patient had coverage of the right back and right leg without any rib stimulation and felt the right lead was in a good position. Due to scar tissue formation from the previous trial and previous permanent implantation, it was no longer possible to place the left lead midline through the percutaneous approach. They did place it slightly to the left, but at the higher levels they would get rib stimulation. At the lower levels they were able to get coverage of the left leg. At the final position, the patient stated they had right back and leg coverage down to the foot and left leg coverage but no left back coverage. Impedances were checked and found to be optimal. The patient was advised that a paddle type lead through a laminectomy may benefit the most because of scar tissue. At the post-operative appointment it was noted that the 3 incisions were clean, dry, and well approximated and no erythema or drainage was noted. The patient was getting some coverage but their back was very painful.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported stimulation in the wrong location. She felt stimulation in the inside of her legs; however, it was supposed to cover the outside of her left leg, hip bone areas, and back. The symptom was a gradual change; it was hard for the patient to tell initially as she was still under the influence of anesthesia and pain medications and as that wore off, she was able to determine that it was not in the right location. The patient also had uncomfortable and overstimulation. The stimulation change was related to the positional movement. When she stayed overnight in the hospital after implant, a manufacturing representative (rep) came the next morning to program. However, later that afternoon when she stood up the stimulation was way too strong. It was set to 4.8 and the patient decreased to 3.60 and that was much better. The stimulation issue was located in her legs. 3 days later the patient reported that she was still having the same symptoms of stimulation in the wrong location and she was in pain because of this. The patient did not remember that she had already called about this issue. She did not know if she had different programs or groups set up to cover different areas of the body. It was noted that the patient was implanted for non-malignant pain. The patient later reported that the rep told her that it was programmed too far in and her pain was on the outside of her left leg and in the lower back and right side of the leg, sometimes. The rep told her that at her follow up appointment they would make any adjustments that needed to be made. The rep told the patient to set the stimulator so that she could withstand the stimulator and a rep would be at the appointment to adjust the device. The patient thought no steps were taken to rectify her situation. The patient later reported that they received a paddle lead after the healthcare provider (hcp) removed her other leads.